Event description:
The dexcom g6 app on iphone has not been working for at least a week. As a result I have not been getting alerts about low blood sugars or high blood sugars. The app will randomly crash and give an alert that the app is not working, and that has to be deleted and reinstalled. During this time it does not provide any data on blood glucose. When I delete and reinstall it, the app will crash again and again. This prevents me from seeing what my blood sugars are and getting critical alerts about low blood sugars. Dexcom hasn't put out any communication or fix for the app in the week since this has been happening. In this time I've had multiple low blood sugars I wasn't notified about because the app hasn't been working.